Event description:
During an l5-s1 alif procedure the surgeon used the synfix mini implant coupling in which the tip of the instrument broke intraoperatively after the last screw was implanted. The surgeon retrieved the one quarter inch piece from the operative site with a hemostat. No delay or injury to the patient reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Visual inspections noted the tip I s broken off the shaft. The threaded tip exhibits minor damage to the threads and scuff marks. There are minor scuff marks along the shaft and knob. Nemcomed (presently avalign - nemcomed) manufactured the synfix mini-open implant coupling, lot # 6236633 (supplier lot # 78840). The complaint condition is due to an unknown cause. Dimensions that could be measured were found to meet specifications. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device used for treatment and not diagnosis. The distal tip sheared off at the smallest cross section. The return included the liberated threaded piece. The other critical surfaces are in excellent condition. This part failed in torsion due to stresses beyond the ultimate strength of the part. The most likely cause for this complaint is over tightening the handle against the plate of the implant. The risk analysis adequately addresses the hazard of the complaint.